Event description:
It was reported the patient's blood glucose levels rose to 33.8 mmol/l (608.4 mg/dl) while wearing the pod on the abdomen for between 5 and 24 hours. A pen correction of 15 units was administered and a new pod was applied for treatment.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be torn, from which fluid was observed to leak. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.